Event description:
The hospital reported that during a coronary artery bypass procedure, arm fixing of acrobat-I positioner was a little loose. They replaced it with a new one, and was able to fix it safely and continued ope. There was no damage to the patient's health due to this event.

Manufacturer narrative:
Trackwise ID (B)(4).

Event description:
N/a.

Manufacturer narrative:
Trackwise (B)(4). The evaluation has been started since the complaint was received, and the following contents have been conducted: 1. Analysis of production: (3331/213 & 67): the DHR of the reported lot 3000190786 has been reviewed. No non-conformity indicating the reported failure was observed. All the products had been performed 100% mechanical function test during production. They all passed the function test, which demonstrate the flexlink arm can be tightened and no moving exist. 2. Trend analysis: (4110/213 & 67): in the last 12 months from 31-may 2021 to 31-may 2022, the occurrence rate is approx. (B)(4) for suzhou manufactured xp-5000z for the failure mode of ¿flexlink arm moves when locked¿. 3. Returned product evaluation (10 & 4105/114, 61 & 22): the device was received on sep. 27th 2022, the following evaluations have been conducted. 1) physical inspection: no visual defects were observed on the product; 2) functional test: tighten the knob to click and checked no flexlink arm moving. Assemble the device securely onto a reference retractor blade by sliding the positioner base onto the rail and locking the lever, tighten the knob to click and checked no flexlink arm moving. 3) mechanical test was performed for this reported device to verify the arm hold strength, the test is pass, no abnormal was observed. The failure that customer reported cannot be confirmed. Above all, the flexlink arm is acting normally based on the evaluation, and no any production deficiency relevant to flexlink arm moves was indicated. All the products had been performed 100% functional test during production. They all passed the test, which demonstrate the flexlink arm can be tightened and no moving exist. Since the failure occurred during the use of the device and the procedural is unavailable for review, the specific root cause cannot be determined. The failure mode-¿arm moves when locked¿is addressed in the IFU and risk management file, and there were no consequences or impact to the patient. No fca is needed. The trend regarding the reported failure will be monitored continuously. The lot 3000190786 was manufactured starting from 06th sep. 2021, lot qty was (B)(4). The products were 100% performed and passed the inline knob/arm lock-unlock test, no deficiency was observed. There's no ncr initiated and no rework during the manufacturing process; there's no ecn, CAPA, fca relevant to ¿flexlink arm moves when locked¿ initiated during the manufacturing process; the relevant material incoming inspection records have been reviewed, there's no non-conformity observed which indicated this failure. In summary, there¿s no deficiency identified from production relevant to the acrobat-I positioner ¿flexlink arm moves when locked¿ prior to this complaint. All the products had passed the functional tests regarding ¿knob tighten link arm¿, which demonstrate the knob can be tightened and can tighten the link arm, there will be no arm loosen or movement risk.